Event description:
Article reviewed: aortic arch endovascular branch and fenestrated repair: initial canadian experience with novel technology. Mark rockley, md et al. Journal of vascular surgery cases, innovations and techniques vol 9, issue 4. December 2023. This study included retrospective single-center consecutive case series of 11 predominantly male patients (average age of 72 years) undergoing aortic arch repair with fenestrated or branched endografts between december 2020 and march 2023. Ten procedures were elective, and one was emergent. Of the 16 branch stenting, seven gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) were used in four patients. One gore® viabahn® endoprosthesis with propaten bioactive surface (vsx device) was implanted in a patient. The other eight devices include gore thoracic branch endoprosthesis (tbe) or excluder limb. Complete arch repair from zone 0 to 4 was performed in six cases; the remaining repairs landed proximally in zones 1 or 2. Seven repairs used a single retrograde facing inner branch (tbe), three used double antegrade inner branch (bolton relay; terumo interventional systems), and one emergent case used double in situ fenestrations. Seven repairs used an adjunctive extra-anatomic bypass to complete great vessel perfusion, two of which were created during a prior aortic repair. Inferior vena cava balloon inflow occlusion during deployment was used in all cases. No mortalities, transient or permanent spinal cord paralysis, myocardial infarction, dialysis dependence, venous thromboembolism, or bleeding requiring reintervention occurred. The median total hospital length of stay was 5 days and average 7.8 months total follow-up. No patient developed branch vessel instability; no branches developed migration, occlusion, reintervention, arterial rupture, intraluminal thrombus, stenosis, or kinking. No patient in this series died. For patient 1, a bolten relay branched aortic device was implanted. Two gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) were implanted in the innominate artery and left carotid artery. Extra-anatomic debranching included left carotid to subclavian bypass. Patient 1 had a persistent type ia endoleak identified on routine inpatient postoperative cta. A palmaz (cordis) stent was implanted during the same admission, one week after the index aortic arch stent placement. Subsequent imaging showed resolution of endoleak.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Article review: aortic arch endovascular branch and fenestrated repair: initial canadian experience with novel technology. Mark rockley, md et al. Journal of vascular surgery cases, innovations and techniques vol 9, issue 4. December 2023. Additional medwatch reports will be submitted based on the attached article. Patient age and gender were obtained from article. Patient ID, weight, relevant medical history and medication information were requested from author. No response has been received. H6 code b20 & b22: device lot/serial number was requested, but not made available. Based on the article, the vbx device appears to remain implanted as intervention was performed with additional stent deployment. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.